Event description:
Account alleged that the ground loss led was flashing. No injury reported. Upon investigation found that the plug receptacle was not fully seated into the wall outlet. Reseated the plug to resolve this issue. This bed is equipped with a ground loss indicator to warn the caregiver that there has been a loss of ground and to minimize any risk to the patient.